Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the reported complaint of foreign material on the helix. The material was likely medical adhesive.

Event description:
It was reported that prior to lead implant, the helix was tested and plastic-like fragments were trapped within the helix. The physician attempted to remove the fragments with a needle, but not all fragments could be removed. The lead was not implanted and a new lead was used.